Event description:
It was reported by our tech that the bed show issues with the fowler system. The head tube is twisted and it's blocking the elevation of the fowler. According to our tech, the failure appears when the elevation and descending system is activated in a manually way.

Manufacturer narrative:
Tube twisted.